Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by the device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), pelvic pain ("persistent pelvic pain") and infection ("infections"). The patient was treated with surgery (underwent an explant). Essure was removed. At the time of the report, the perforation, device dislocation, hypersensitivity, menstrual disorder, pelvic pain and infection outcome was unknown. The reporter considered device dislocation, hypersensitivity, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by the device") and device dislocation ("migration of the device") in a 24-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included heart disorder, hypertension, sleep apnea, discomfort, streptococcal pharyngitis and sore throat (right side.). Concomitant products included vitamins for hair loss, ibuprofen for pain and abdominal pain and acuafil (alpha keri body lotion) for rash. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type:vaginosis"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, 7 days after insertion of essure, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: rashes"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), weight increased ("weight gain") and abdominal distension ("extreme bloating"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and back pain ("lower back pain area"). The patient was treated with surgery (underwent an explant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, cystitis, urinary tract infection, vaginal disorder, rash, migraine, headache, vaginal discharge, alopecia, constipation, weight increased, abdominal distension, anxiety, depression and back pain had resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, constipation, cystitis, depression, device dislocation, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, perforation, rash, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, bleeding". Most recent follow-up information incorporated above includes: on 30-aug-2018: plaintiff fact sheet and medical records was received events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), urinary tract infection, bladder infection, vaginosis, rashes, headaches, migraines, abdominal pain, vaginal discharge, hair loss, constipation, weight gain, extreme bloating, depression, mental anguish, lower back pain & reporter information, concomitant disease, historical condition were added. & event- infection nos were replaced with event urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation by the device/ migration of the device") in a 24-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included heart disorder, hypertension, sleep apnea, discomfort, streptococcal pharyngitis and sore throat (right side.). Concomitant products included vitamins for hair loss, ibuprofen for pain and abdominal pain and acuafil (alpha keri body lotion) for rash. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginosis"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, 7 days after insertion of essure, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: rashes"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), weight increased ("weight gain") and abdominal distension ("extreme bloating"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and back pain ("lower back pain area"). The patient was treated with surgery (underwent an explant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, vaginal discharge, alopecia, constipation, weight increased, abdominal distension, anxiety, depression and back pain had resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, constipation, cystitis, depression, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, perforation, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation by the device/ migration of the device') in a 24-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included heart disorder, hypertension, sleep apnea, discomfort, streptococcal pharyngitis and sore throat (right side.). Concomitant products included vitamins nos for hair loss, ibuprofen since august 2012 for pain and abdominal pain, paraffin;wool fat (alpha keri body lotion) for rash as well as diphenhydramine hydrochloride from august 2012 to september 2012, hydromorphone hydrochloride (dilaudid) from august 2012 to september 2012, ketorolac tromethamine (toradol) from august 2012 to september 2012, ketorolac from august 2012 to september 2012 and medroxyprogesterone acetate (depo-provera) from january 2012 to november 2012. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginosis"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), 7 days after insertion of essure. In september 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In november 2012, the patient was found to have weight increased ("weight gain"). In december 2012, the patient experienced alopecia ("hair loss") and abdominal distension ("extreme bloating"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), back pain ("lower back pain area") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent an explant, laparoscopic removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, vaginal discharge, alopecia, constipation, weight increased, abdominal distension, anxiety, depression, back pain and fatigue had resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, constipation, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, perforation, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: treatment received for pain, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation by the device/ migration of the device') in a 24-year-old female patient who had essure (batch no. A02550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included heart disorder, hypertension, sleep apnea, discomfort, streptococcal pharyngitis and sore throat (right side.). Concomitant products included vitamins nos for hair loss, ibuprofen since august 2012 for pain and abdominal pain, paraffin; wool fat (alpha keri body lotion) for rash as well as diphenhydramine hydrochloride from (B)(6) 2012 to (B)(6) 2012, hydromorphone hydrochloride (dilaudid) from (B)(6) 2012 to (B)(6) 2012, ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012, ketorolac from (B)(6) 2012 to (B)(6) 2012 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginosis"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), 7 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and abdominal distension ("extreme bloating"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues"), back pain ("lower back pain area") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent an explant, laparoscopic removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, vaginal discharge, alopecia, constipation, weight increased, abdominal distension, anxiety, depression, back pain and fatigue had resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, constipation, cystitis, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, perforation, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pain, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: fatigue. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.